Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Prime test wasn't performed due to loose drive support disk. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.(B)(4)

Event description:
Customer reported via phone call, she was refilling the reservoir and the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 340 mg/dl. Troubleshooting was performed and it was noted the drive support cap was protruded. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.